Event description:
Per the audiologist, the patient had a decrease in performance with intermittent sound percepts. Integrity test done (B) (6), 2009 indicated multiple electrode anomalies. The patient was explanted (B) (6), 2009 and reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.